Event description:
It was reported that the lead exhibited a rise in capture threshold. An x-ray revealed that the lead had dislodged and perforated the pericardium. The lead was explanted and replaced.